Manufacturer narrative:
Age at time of event : 18 years or older.

Event description:
It was reported that the balloon could not deflate. A 4.00mmx120mmx150cm sterling sl balloon was selected for use in a procedure in the iliac. After the balloon was inflated, it could not be deflated. Negative pressure was attempted several times but the balloon would not entirely deflate. The balloon extended from the proximal portion when it was removed. The procedure was completed with a new balloon of the same model. There were no patient complications reported. The patient condition post-procedure was good.